Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m cmv amp kit, list number 09n46-090, which is the same/ similar to the alinity m cmv amp kit, list number 09n46-095, which has FDA approval.

Event description:
Customer reported one false negative result when running the alinity m cmv assay on alinity m serial number (B)(6). · sample sid (sid) (B)(6) was initially tested on (B)(6) 2024 as "not detected" (0 iu/ml). Visual amplification curve inspection indicated presence of cmv target. Sample was re-tested (B)(6) 2024 and generated a result of "detected" (25 iu/ml). Field application specialist (fas) contacted the customer and provided information that the first runs for both samples in question were not detected as positive due to low value of max ratio. Fas requested information on patient management; however no answer was received. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a file sample evaluation, a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the product file sample evaluation for alinity m cmv amp kit (list 09n46-090) lot 404199 was performed. Curve analysis of the results showed that the amplification of the curves for the cmv target and internal control were normal in both the baseline and raw data. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). The file sample evaluation met all validity and acceptance criteria. No discrepant false negatives were observed; therefore, the testing did not confirm the customer's observations. Customer data review: for sid (B)(6) , the initial testing on (B)(6) 2024 did not produce a positive result despite a slight rise above the background threshold, as a cycle threshold (CT) value was not reported by the software and the max ratio value was 0.025, which is below the max ratio cutoff of 0.036. The retest on (B)(6) 2024 produced a max ratio value of 0.178, which exceeds the assay cutoff and therefore produced a positive result. The quantitation value was 25 iu/ml, which is below the assay limit of detection (lod) and lower limit of quantitation (lloq) of 30 iu/ml as per the package insert. As the instrument reported an interpretation of "detected <lloq", this specimen produced a signal that fell below the linear range of the assay as per the package insert 53-608185/r1.such low positive samples near or below the lod/lloq of the cmv-pl assay are less likely to generate reproducible results. All results should be reviewed in conjunction with other clinical data before any patient management decisions are made. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m cmv amp kit (list 09n46-090) lot 404199 and the components did not identify any issues that could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m cmv amp kit (list 09n46-090) lot 404199 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: the CAPA review for lot 404199 including the component lots did not identify any existing quality records that were related to the reported complaint. Complaint history review: the lot specific complaint history review did not identify any additional complaints related to the reported complaint for the alinity m cmv amplification kit (list 09n46-090) lot 404199. Complaint trending review indicates the upper control limit was not exceeded for product 09n46. Based on the results of the investigation elements, a product deficiency for the alinity m cmv amp kit (list 09n46-090) lot 404199 was not identified.